Event description:
This mitraclip steerable guide catheter report is being filed for the re-hospitalizations for pain that is possibly related to the clip procedure. It was reported that on (B)(6) 2013 two mitraclips were implanted through the right femoral vein access site in the patient with degenerative mitral regurgitation with posterior flail, anterior prolapse, reducing the mr from 4+ to 3+. The right femoral vein access site was closed with pressure and a figure 8 stitch. Approximately two months after the clip procedure, on (B)(6) 2014 the patient was admitted to the hospital for right groin pain and the condition resolved (B)(6) 2014. The CT scan of the abdomen and pelvis found no apparent disease. On (B)(6) 2014, the patient was admitted to the hospital with right groin pain radiating down the front of the thigh and knee. The condition resolved on (B)(6) 2014. On (B)(6) 2014 the patient was admitted to the hospital with acute right groin pain radiating down the right leg and the condition resolved on (B)(6) 2014. CT scan ruled out a retroperitoneal hematoma but was otherwise inconclusive as to the cause of the pain. The groin pain was treated with medication, lyrica with good clinical response. The treating physician reported that these events are likely due to irritation of the femoral branch of the genital femoral nerve. The study physician indicated these events are possibly related to the procedure but are not related to the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). There was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of pain, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.